Manufacturer narrative:
On 12-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. It was described as ¿the gasket section¿ broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 2 ml. No medical intervention was required to stop the bleeding. The caller replaced the sheath and the case continued without patient consequences.

Manufacturer narrative:
It was reported that a patient underwent persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. It was described as ¿the gasket section¿ broke/separated. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The caller replaced the sheath and the case continued without patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed the hemostatic valve was found dislodged inside of hub of the carto vizigo sheath, and that the silicone ring was missing of hub of the device. For this reason, a guide wire was inserted through and the silicone ring was found missing. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks; the brim cap was placed in the correct position and found in good conditions. The issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and, physical damage observed which suggest that excessive force was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial; according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)